Event description:
It was reported that the cord between the battery pack and the handpiece was cut after the procedure was over. The battery pack was placed on a cart and covered. The battery pack began to smoke, and was disposed of by the staff. There were no allegations of adverse consequences associated with this event. There was no patient involvement.

Manufacturer narrative:
The device was discarded at the account. A device with the same lot number was returned for investigation. The instructions for use that are supplied with each of these devices contains a warning that states: "do not cut the power pack from the unit for disposal. Cutting through the power cable could result in shock, excessive heat and/or sparks, which may cause personal injury and/or fire."